Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was prepared, inspected, fluoroscopy checked and deployed in the intended fashion. It was noted the depth of the implant was not achieved and recapture was performed. Upon recapture, the patient¿s blood pressure was slow to recover in which anesthesia supported appropriately. Following the second deployment attempt, the implant depth was again an issue and recapture was performed again. However, due to the patient¿s advanced heart failure and recovery ability the implanting team made a decision to abort the procedure and to investigate for a heart transplant for the patient; given that the patient had multiple bioprosthetic valves and open-heart procedures in the patient¿s medical history. The valve was withdrawn from the patient without issue. The patient recovered appropriately and was worked up for an alternative to transcatheter aortic valve replacement. No additional adverse patient effects were reported.